Manufacturer narrative:
The customer's calibration and qc information were not provided. The patient's sample was requested for further investigation, but no sample was available. The observed differences in ft3 values generated with the roche assay and abbott assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Per product labeling: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(4). The investigation is ongoing. (B)(4).

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on an cobas 8000 e 801 module serial number (B)(4). The customer provided the patient¿s sample for investigation, and the sample was also tested on a abbott architect. No questionable ft3 results were reported outside the laboratory. Refer to the attachment on the medwatch for all patient data.